Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate 3 lvas could not be conclusively established through this evaluation. Multiple requests for additional information were sent; however, no further details regarding the av thrombus / ¿thrombus clearing¿ were provided. The patient remains ongoing on heartmate 3 lvas and no additional related complaints have been reported at this time. The hm3 lvas IFU lists peripheral thromboembolic events as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's thrombus was reported under MFR # 2916596-2019-03773. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 month, 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with complaints of constipation and found to have elevated cardiac enzymes/troponin. Creatine kinase (ck) was 382 units per liter and creatine kinase-muscle/brain (ckmb) was 85 units per liter. Blood tests showed ck was 18.5 units per liter which normalized before the patient was discharged in a stable condition. The patient also had questionable pancreatitis. It was determined that the elevated troponins and ck were most likely due to the patient's previous atrioventricular thrombus with paroxmyl atrial fibrillation. An echocardiogram was performed and showed that the thrombus had cleared and troponins were trending down quickly. Initially it was thought that the patient had an acute myocardial infarction because troponins were high although there was no documentation from cardiac surgery or the advanced heart facility team that the patient had an acute myocardial infarction. The patient was ultimately discharged after only two days in the hospital and did not receive any treatment. No further information was provided.